Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with compromised force sensor system; the device was not detecting the reservoir and insulin was squirting from the tubing. The patient's blood glucose at the time of incident is unknown. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, unable to perform the occlusion test, prime test and excessive no delivery test due to a33 alarm. However, the insulin pump had normal operating currents and passed a21 error test, self-test and the displacement test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.